Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted to replace an occluded biliary stent (manufacturer unknown) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient had stage 4 pancreatic cancer and liver lesions. According to the complainant, during the procedure, the wallflex biliary stent was successfully implanted without issue. After the case was finished and the scope was removed, the patient was about to be woken up but "there were some issues with anesthesia." The patient then progressed into a code and died. The physician reported that there was no relationship between the patient's death and the wallflex biliary stent. The patient's cause of death remains unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.